Manufacturer narrative:
Additional info: b5 - added failure analysis information submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device¿s battery is not being recognized by any device. There was no patient involvement. The battery was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. The battery received without any charge was able to charge (in both mrx heartstart unit and cadex c7200 battery analyzer), calibrate, and seemed to operate normally. However, as the following were observed, it was decided that the battery be returned to vendor for further investigations. Greatbatch (vendor) final investigation report was received. The report found no fault with the battery pack. The battery pack failing the cycle count test, 2.4. Was the result of the pack already used by the end user, thus enabling/setting the ¿cf¿ flag. The battery mode register cf flag set/enabled indicates a condition where the accuracy of the gas gauge rsoc (relative state of charge) measurements is diminished when maxerror exceeds a preprogrammed low battery value of 7% in mrx rev p. Battery, in which case battery learning cycle (battery calibration) is needed to resolve the issue. The pack was put into recondition cycle at the end of which no issue was reported.

Event description:
It was reported to philips that the device¿s battery is not being recognized by any device. There was no patient involvement.